Event description:
It was reported that this pacemaker exhibited high out of range pacing impedances with this other manufactures right ventricular (rv) lead back in february measuring greater than 2000 ohms. Currently, the impedance measurement when programmed in bipolar pacing is 510 ohms although it has increased as high as 1700-1800 ohms. The device was re-programmed to unipolar pacing and the impedance measurement is 345 ohms. The device was left in unipolar pacing and it was noted there were no episodes with noise. This pacemaker and other manufactures rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedances with this other manufactures right ventricular (rv) lead back in february measuring greater than 2000 ohms. Currently, the impedance measurement when programmed in bipolar pacing is 510 ohms although it has increased as high as 1700-1800 ohms. The device was re-programmed to unipolar pacing and the impedance measurement is 345 ohms. The device was left in unipolar pacing and it was noted there were no episodes with noise. This pacemaker and other manufactures rv lead remains in service. No adverse patient effects were reported.